Manufacturer narrative:
Follow-up #1; date of submission: 11/14/2016. The device has been returned and evaluated by product analysis on 10/20/2016 with the following findings. A review of the black box did not indicate any power issues. Visual inspection did not find any damage to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The pump powered on normally and successfully completed rewind, load, and prime steps, the pump was exercised for 24 hours with no power issues occurring. The pump casing was removed, and no defects were found to the power circuit. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump had no power. The reporter confirmed that there was no damage to or moisture in the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.